Event description:
It was reported that a balloon rupture occurred. The target lesion was located in an unspecified location. A 2.50mm x 20mm emerge balloon catheter was advanced to dilate the lesion. During the first inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., the complaint device was returned for analysis. There was blood in the inflation lumen and wire lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube and shaft kinks. Magnified inspection identified a 7mm longitudinal tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. The reported information indicates the device was inflated to 7atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in an unspecified location. A 2.50mm x 20mm emerge balloon catheter was advanced to dilate the lesion. During the first inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another same device. No patient complications were reported and the patients' status is good.